Event description:
Procedure type: according to the reporter: it stopped working in middle. Pulled it off and used a new one. No reinforcement material. There was no tissue damage or tissue loss. There was no blood loss 500cc or more. There was no extension of or time greater than 30 min.

Manufacturer narrative:
(B)(4).